Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported could not be verified. Performed service and repair functions. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. The unit was evaluated and the reason for return "fill chamber connection is loose" could not be duplicated, the cpc connector is tight. Found that the unit has damage/bent console cover, replaced console cover. Performed software upgrade to the latest versions. Replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the fms vue fill chamber connection was loose. The issue occurred pre-operatively so there was no patient harm and no delay to the procedure. The knee surgery was completed with a different pump.